Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. Prior to the procedure, when the device was tested outside the patient, it was noticed that the first band would not deploy. A second speedband superview super 7 was used which was also tested outside the patient; however, the first band would not also deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy.